Event description:
Complainant alleged that the medics attached the device and stat pads multi-function electrodes to a pt, who was in a vsa condition, in preparation of defibrillating the pt. Pt CPR was performed on the pt subsequent to the pads application. The device screen displayed a "check pads" message. The medics checked the pads, battery and multi-function cable and all appeared functional. The device was powered off and a second set of pads were attached to the pt, but the device displayed the same message. The medics then obtained a non-zoll device, and were able to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The complainant indicated that the pads were unavailable for evaluation. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possibility that there may have been compressions performed over the pads. Performing chest compressions on the pads may cause damage to the electrodes. Please reference the attached copy of the stat pads multi-function electrode package insert, which warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns." Two other similar, but separate events occurred at this facility.